Event description:
The device was being set up to perform cardiopulmonary resuscitation. The customer reported that the ventilation control did not operate properly. The device was applied to the pt and used for chest compression while ventilation was administered using a resuscitation bag. It was the opinion of the paramedics at the scence that the failure did not in any way contribute to the outcome of the code.